Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported, that biomed sent the arctic sun device. Because it was not cooling or warming. Biomed ran a calibration and passed. Data file shows the device was stopped multiple times and seen one alert 01 (patient line open) in case. The device was going back to the floor.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. It was known that the device met specifications and that the device was not influenced by the reported failure. It is unknown if the device was in use on a patient. The reported event is unconfirmed, therefore DHR review is not required. The reported event is unconfirmed, therefore the labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed sent the arctic sun device because it was not cooling or warming . Biomed ran a calibration and passed, data file shows the device was stopped multiple times and seen one alert 01 (patient line open) in case. The device was going back to the floor.